Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B)(6) 2009, set: 1, inratio: 1.9, lab_inr: 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, meter_inr: 1.9, lab_inr: 2.5, mean: 2.2, confidence limits: 1.4-3.1 in. Summary: end-user reported accuracy discrepant test result. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. There is no sufficient info to determine the root cause of end-user's discrepancy. Meter and strips are not expected to be returned. The time elapsed between tests was not given. Pt info was not known. Further product testing is not required at this time. No corrective action is required as no product deficiency was established. As of today, no products have been returned. No further investigation is required at this time.